Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #2649622-2017-10168. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead , product type lead. No information for date of event.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported the last time the healthcare provider had high impedances when placing a lead, they replaced everything and the impedance remained the same. No symptoms reported. No further complications were reported or anticipated with this event.